Event description:
Ihc instrument malfunction. Intermittent failure to dispense antibody onto tissues (slides). Antibody ER alpha ep1 dispensed appropriately onto control and controls performed as expected. However, antibody failed to dispense onto pt's tissue. Control performed as expected and pt appeared to be ER alpha ep1-negative. Upon review, pathologist ordered test repeated which was positive. Dako determined faulty programming of dispensing volumes to be root cause of false negative. Volumes were programmed that were inconsistent with dako's minimum volume requirements.